Event description:
Sales rep reports that during final tightening of the spinal construct. One of the set screw's threads unraveled. The construct was removed and replaced. As a result of the difficulty, the procedure was extended by more than thirty minutes. Because the surgical procedure was significantly delayed as a result of this difficulty, a medwatch report is being filed.

Manufacturer narrative:
Depuy spine has requested return of the set screw for eval. No conclusion can be made at this time. Threads of the set screw can become stripped/unraveled if the screw is cross-threaded or not properly aligned prior to advancement. Additionally, damage to the threads of the mating pedical screw head can cause damage to the set screw threads when assembled. A follow up medwatch report will be filed if the eval of the returned device reveals something other than that which is stated above.